Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was advanced as resistance was encountered. It should be noted the promus instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. It is likely that resistance with the calcified lesio caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during removal of the sds would have then led to the stent dislodgement. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement for this lot. The reported difficulties appear to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that after pre-dilatation in the severely calcified mid left anterior descending artery, the promus rx stent delivery system (sds) had difficulty crossing the lesion. Although resistance was met, the sds was advanced and was unable to cross the lesion. Upon removal, the stent was noted as having dislodged in the calcified lesion. Stent retrieval with a non-abbott balloon catheter was unsuccessful. The dislodged stent was therefore implanted at the target lesion. No adverse patient effects were reported. No additional information was provided.